Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted. Telephone number: (B)(6).

Event description:
It was reported that 2 dermatome hand pieces worked for a few seconds then switched off. Did not occur during surgery, no delay or patient involvement. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections have been updated: b4, d4, d9, g3, g6, h2, h3, h4, h6, h8, h10. Review of the most recent repair record identified the following related repair: tech confirmed the unit would not work due to the motor being unstable. Tech replaced the motor, tested and calibrated the unit, and returned it to the customer. Review of the device history record identified no deviations or anomalies during manufacturing. The device is used for treatment. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information.